Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for dents on objective frame, scratches on distal edge, and loose adapter, light guide connector, prong, and cover glass was traced to component failure. However, the most probable cause for dirt in objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents on objective frame, scratches on distal edge, dirt in objective lens, and loose adapter, light guide connector, prong, and cover glass. There was no patient involvement.